Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 11 years in situ.

Event description:
Implant fracture.